Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, a definitive cause for the reported event of dirt in the objective unit and stains under light cover glass could not be determined whereas it is presumed that the other reported event occurred due to component failure of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope had broken distal fiber, dirt in the objective unit, stains under light guide cover glass, loose light guide connector, leakage, and failed light transmission. There was no patient involvement.